Event description:
Procedure: colon resection. According to reporter: in some hours after a circular anastomosis, there was inner hemorrhage (250cc). The pt required 4 units of blood.

Manufacturer narrative:
(B)(4).